Manufacturer narrative:
The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3008443827-2016-00080.

Event description:
During the deployment of a smart flex (6x150 vas 120cm), it was reported that the internal lumen of stent delivery system (sds) became separated. The patient was treated with the smart flex on (B)(6) 2015 and returned for an open procedure last week due to a blockage being found. It was noted that the user does not recall specifically checking the heat sensor on the internal packaging though this is routine for every case. Request for additional information has been made.

Manufacturer narrative:
During the deployment of a smart flex (6x150 vas 120cm), the internal lumen of stent delivery system (sds) became separated. The patient was treated with the smart flex on (B)(6) 2015 and returned for an open procedure last week due to a blockage being found. It was noted that the user does not recall specifically checking the heat sensor on the internal packaging though this is routine for every case. No additional information is available. The product was not returned for analysis. No lot number was supplied so a device history record (DHR) review could be generated. The reported ¿stent delivery system (sds) separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number information was supplied a DHR could not be completed. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Set the backer board with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.